Manufacturer narrative:
No unexpected button error alarms noted. No button response on the up arrow button due to corroded keypad traces noted. Cracked lcd window noted. Cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. Moisture damage on lcd board and motor assembly noted. (B)(4).

Event description:
The customer reported via phone call that they had a button error alarm. It was also found the insulin pump's display had a crack. Customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.